Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with a native bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 mm non-medtronic balloon. The 34 mm valve was then inserted and deployed to 80%, however, due to heavy calcium, the valve was under expanded. The valve was recaptured into the delivery catheter system (dcs). A second deployment attempt was made, but the valve expansion issue remained present and the depth was too shallow. The valve was recaptured again into the dcs and withdrawn from the patient. The implanting physician requested to downsize to a 29 mm valve. A second bav was performed using a 26 mm non-medtronic balloon. Following the bav, a new 29 mm valve was advanced and successfully deployed. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.